Event description:
Everest rod slipped in a l1-s1 construct approximately 6 weeks post-operatively. Patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the rod was retained by the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Manufacturer narrative:
Everest rod slipped in a l1-s1 construct approximately 6 weeks post-operatively. Approximately 10 set screws and 3 pedicle screws were replaced. Additional rods placed at the bottom of the construct using rod-to-rod connectors. The explants have been retained by the hospital however, efforts are underway to obtain the implants so they can be evaluated. Unfortunately, a root cause can not be determined at this time. In the meantime, we will continue to monitor the data for incidents of this nature.